Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found no leakage anomaly during filling and no physical damage. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into insulin pump. Conclusion: reservoirs no leaks.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a reservoir that was cracked at the base. The bottom of the reservoir was leaking a bit. They had noticed the reservoir was cracked before putting it into the insulin pump. The customer¿s blood glucose level was unknown. The product will be returned for analysis.